Manufacturer narrative:
Tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced on-going, continuous elevated blood glucose (bg) levels was displayed as ¿high; however a specific value was not provided. Bg cause was unknown. Bg was addressed via a manual injection. A system check was performed, and it was found that the customer was using off label insulin that was not at room temperature, within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.